Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that a revision occurred. It was reported that the patient's stimulator quit working. It was reported the revision occurred on (B)(6) 2018. It was reported the neurostimulator (ins) was replaced. Patient noticed the ins quit working in (B)(6) of 2017. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the stimulator (ins) would no longer recharge and was replaced on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they had forgot to recharge it at the time she was supposed to and it wouldn¿t charge. The patient reported that she waited too long to recharge. No further complications were reported.

Manufacturer narrative:
Explanted date was added. If information is provided in the future, a supplemental report will be issued.